Manufacturer narrative:
(B)(4). The sample was received and evaluated. Disinfection procedure was performed but all the blood was unable to be removed from the dialyzer. A visual inspection was performed and no other obvious defects were found. A batch review was performed by the supplier and no abnormalities were found within the batch. Renal product surveillance and quality engineering will continue to monitor this product family for adverse trends and will take corrective/preventive actions, as appropriate.

Event description:
A customer contacted baxter to report a dialyzer with a blood leak. She stated that the patient was using the ct190g dialyzer, that there was a blood leak during the patient's treatment with the dialyzer and that the event was resolved. There was no patient injury or medical intervention reported with this incident.